Event description:
Customer reported having the meter set to the incorrect unit of measure. There was no report of death, serious injury or mistreatment. Replacement product has been provided to the customer.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.